Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient was connected to the monitor and claims the alarm was too low when the patient was in trouble; the patient passed away because the mp90 did not audibly alarm for nurse help.